Manufacturer narrative:
Based on the current information provided, the root causes of the patients' reported post-operative complications cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. This complaint is being reported due to the following conclusion: within the journal article titled, ¿laparoscopic versus robotic-assisted, left-sided colectomies: intra- and postoperative outcomes of 683 patients," a number of post-operative complications were noted for patients who had undergone da vinci-assisted left-sided colectomy procedures. Four patients required reoperation. The causes of the post-operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
Intuitive surgical, inc. (Isi) became aware of a surgical endoscopy journal article titled, ¿laparoscopic versus robotic-assisted, left-sided colectomies: intra- and postoperative outcomes of 683 patients¿ (gass, j. M., daume, d., et al., 2022). Within the journal article, post-operative complications and reoperations involving da vinci surgical procedures were noted. The purpose of the study was to evaluate intra- and postoperative results of robotic-assisted laparoscopy (ral) compared to laparoscopic (lsc) surgery in left-sided colectomies. For the study, intra- and postoperative outcome parameters were collected and analyzed for 683 patients who underwent minimally invasive left-sided colectomies in 2 institutions between june 2015 and december 2019. For the anastomoses, linear and circular stapling devices were used via the double-stapling technique. Additionally, the da vinci si and xi surgical systems were used for the ral procedures. Seven post-operative complications with clavien¿dindo = iii occurred in the ral group: 2 anastomotic leakage, 2 surgical site infection superficial, 1 bowel perforation, 1 bile duct injury, 1 surgical site infection deep. In addition, there were four reoperations in the ral group. However, the reasons for the reoperations were not provided in the article. Additionally, there was 1 case of bleeding in the ral group. Isi has reached out to the corresponding author to obtain additional information but has not yet received a response